Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom has faulty tube. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Complaint investigation was performed by mtij quality engineer and mgar quality engineer via teams. Visual inspection of the returned device identified that the inflation valve was positioned deep into the airway balloon. No other anomalies were identified. Examination of the balloon did not identify any tears, cuts, or voids that would prevent the inflation valve from seating properly into the balloon. Custom devices are 200% inspected for leaks and cuff symmetry, which requires the inflation valve to be seated properly before packaging. The inflation valve is a press fit into the airway balloon. No adhesive is required to secure the valve in place. Since there were no manufacturing defects detected with the inflation balloon or valve, it is likely that excessive force or a twisting motion was used when attaching the syringe to the valve, which caused the valve to move inside the balloon. Once the valve is reseated into it's proper position, the device functions as intended. The cause of the reported problem was traced to the user manipulation of the device with excessive force. There were no non-conforming reports initiated for the four lots. No corrective actions are planned at this time.